Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) deflated while the stopcock was still closed. The balloon lost pressure at the second stop but not during preparation. Manual compression lasting no more than thirty minutes was applied to achieve hemostasis. There was no reported patient injury. The mynxgrip vcd was prepped according to the instructions for use (IFU). After removal, the technician attempted to re-inflate the balloon, but it would not re-inflate, even though it had successfully inflated and deflated during preparation prior to insertion into a 5f 11cm avanti+ cordis sheath. No visible damage was noted on the distal end of the 5f sheath after removal. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The femoral artery¿s suitability was verified through angiography or venography, including insertion angle, and vessel diameter was confirmed to be =5 mm with no tortuosity or calcium present. The mynxgrip vcd was used in a diagnostic procedure with a retrograde approach. The deployer was trained on the mynx device. Other procedural details were requested but were not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned, and the advancer tube was found exposed. The sealant sleeve was observed partially retracted. The balloon showed no abnormal conditions, and no additional anomalies were noted. Additionally, a kinked portion was observed on the distal area of the shuttle tube during this visual analysis. An inflation/deflation functional test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis during the inflation/deflation test. The exact cause of the reported incident could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no issue noted when inflating/deflating the balloon during functional analysis. However, prepping/handling factors of the device are possible. It was also noted that the distal end of the shuttle was kinked, and procedural/handling factors likely contributed to this condition noted. However, since it was not reported by the user, it is unknown whether this condition occurred during the procedure or due to manipulations after the procedure. Although not intended as a mitigation, the mynxgrip IFU states during preparation, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ it should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) deflated while the stopcock was still closed. The balloon lost pressure at the second stop but not during preparation. Manual compression lasting no more than thirty minutes was applied to achieve hemostasis. There was no reported patient injury. The mynxgrip vcd was prepped according to instructions for use instructions. After removal, the technician attempted to re-inflate the balloon, but it would not re-inflate, even though it had successfully inflated and deflated during preparation prior to insertion into a 5f 11cm avanti+ cordis sheath. No visible damage was noted on the distal end of the 5f sheath after removal. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. There was no presence of peripheral vascular disease or calcium near the puncture site. The femoral artery¿s suitability was verified through angiography or venography, including insertion angle, and vessel diameter was confirmed to be =5 mm with no tortuosity or calcium present. The mynxgrip vcd was used in a diagnostic procedure with a retrograde approach. The deployer was trained on the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.